Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, resulting in an empty cartridge alarm occurring while the cartridge was not empty. Reportedly, the customer loaded a new cartridge to resolve the issue. There was no reported impact to blood glucose.